Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of an atrium medical mesh product. The plaintiff alleges mesh was implanted for urinary incontinence. Plaintiff alleges she had pain and had surgical procedures in attempt to repair the mesh. The attempts have been unsuccessful. Since this is a potential legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privileged. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
A review of manufacturing and sterilization records was performed and there was not any problems noted that would impact this report. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.